Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was leaking and causing the blood to backflow and leak onto the isolette with IV fluids. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: received one (1) used. List #mx4133, add-on kids kit 19 inch closed blood sample kit. As received, there were no damages or anomalies observed. The sample was leak tested at 20 psi using a hydrostatic pressure pump. A leak was observed at the outlet of the three-way valve and the tubing. The complaint of leakage can be confirmed. The probable cause is due to inconsistent application of solvent at the junction of the valve and tubing. A device history record could not be completed as no lot number was received.